Event description:
It was reported that the error code of l3-010 is not going away from the lcd screen prior to a breast biopsy. The customer inserted another holster and the foot switch peddle worked without error. The customer was able to finish the pt's biopsy using another biopsy device. There was no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the flex circuit was causing a constant l3-010 error per the customer complaint. To correct this issue, the analysis site replaced the flex circuit. Additionally the translational drive shaft was damaged and was replaced, and the bottom motor mount was damaged during disassembly and was replaced. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.